Event description:
It was reported that during a lead revision procedure, the left ventricular lead exhibited increased threshold and appeared to be dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.